Event description:
Philips received a complaint from the customer reporting a 35 volt supply failure occurred on v60 ventilator. It is unknown if the patient was connected to the ventilator at the time of the event. No harm reported. The investigation is ongoing.

Manufacturer narrative:
A manufacturer's product support engineer (pse) evaluated the device and determined the issue was due to a failure related to the motor control (mc) printed circuit board assembly (pcba). The repair for this unit cannot be conducted at this time due to a back order status of a part needed for correction. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. When all parts become available the repairs will be conducted.

Manufacturer narrative:
Information was received that the necessary part for correction was received and installed. A manufacturer's product support engineer (pse) replaced the motor control (mc) printed circuit board assembly (pcba). The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.